Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the battery gauge was fluctuating which resulted in the pump shutting down. Reportedly, the customer experienced an elevated blood glucose (bg) level ranging from 190-700 mg/dl. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2022, however, customer reportedly sustained neuropathy in their legs as a result of the event. The customer continued to use the pump for insulin therapy.